Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display and keypad issue. Customer's blood glucose value was 154 mg/dl. The customer was assisted with troubleshooting. Customer stated that the act and the escape button were unresponsive. Advise customer to remove battery from the insulin pump, customer states insert battery alarm did not appear on insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, no frozen screen noted during test and time clock advances properly. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker. The test p-cap/reservoir does lock into place.